Event description:
It was reported that this left ventricular (lv) lead was attempted to be implanted, however, the lead did not pass through. The lead was filled with blood. The measurements were not stable. No adverse patient effects were reported.